Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 300 d, part number 10140-100, serial number (B)(4)) was involved in a patient incident. In conjunction with the equipment an apc probe (lot number 145038) was used. The settings were 20 watts with a flow rate of 1.0 liter per minute. During the initial activation for hemostasis in the colon, there was a "loud boom" and the patient jumped. The procedure was stopped and the patient was examined. There was no apparent injury to the patient. Nevertheless, an abdominal x-ray was performed and the patient was given fluid, antibiotics, as well as held overnight for observation. The patient was discharged the following day.

Manufacturer narrative:
Erbe offered to evaluate the apc/esu system. If the equipment is returned for an evaluation and a problem related to the reported event is found, then a follow up MDR will be filed. Nonetheless, the device history record (DHR) for each of the units was reviewed. Both dhrs were accurate and complete. In conclusion at this time, no erbe equipment issue would have caused or contributed to the reported incident. Based upon the information provided involving the event, it appears that combustible gases (e.g., methane and/or hydrogen) were at such a concentration in the bowel that when diathermy was applied an explosion occurred. Although very rare the complication can occur. Therefore, erbe provides a warning in the user manuals that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. To further address the issue, additional in-servicing was offered to the customer. However, the in-service was declined. Nevertheless, the account will be made aware of the findings. No trends have been identified and erbe USA, inc. Is now closing the file on this event.